Event description:
The pt received her scs system on (B)(6) 2010. It was reported the pt did not have stimulation. The sjm rep worked with the pt using the programmer, but the amplitude was stopping at perception. The sjm rep stated there may be a high impedance issue. F/u attempts have not been successful.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.